Event description:
This 50 year old man with a history of obstructive sleep apnea was treated with bi-level positive airway pressure (bipap). Although his apnea-hypopnea index was low, his device reported very frequent vibratory snores and responded by raising inspiratory pressures. On multiple nights, the patient stopped using the device after the pressure rose to high levels. Erroneous detection of "vibratory snores" and resultant inappropriate increase in machine pressure is a known defect in respironics devices. In this case, it compromised the patient's use of this essential treatment, risking substantial harm.